Event description:
It was reported that during the procedure an atrial lead was attempted but the physician had difficulty in accessing and in getting the lead to pass in the vein with the other lead. The physician chose to abandon and removed the atrial lead and go to a single chamber device instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.